Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) was "high"; although specific value was not provided. Customer addressed the elevated bg by a correction bolus via the pump and changing the pump supplies. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.